Event description:
The information received via synergy indicated that part of the initial atw guidewire tip had separated in the patient. During the procedure the wire was positioned for a revascularization. The end outside of the patient slipped from the table and became unsterile. Due to this, the wire was to be exchanged and was withdrawn while the guiding catheter was positioned. While moving the new wire, the surgeon noticed during fluoroscopy that a part of the initial wire had separated and, due to the new wire, moved along into the distal coronary vessels. An attempt to press the wire against the vessel wall by means of a stent failed. Afterwards, the end of the wire moved further into the coronary vessel. The device did not kink in the area of separation. The patient is in stable condition.

Manufacturer narrative:
The information received via (B)(4) indicated that part of the initial atw guidewire tip had separated in the patient. During the procedure the wire was positioned. The proximal end of the wire located outside of the patient slipped out from the procedural table and was deemed unsterile. Therefore, the wire was withdrawn while the guiding catheter was positioned and exchanged for another wire. During fluoroscopy, the physician noticed that part of the initial wire had separated and had moved into the distal coronary vessels while inserting the new wire. An attempt to press the wire against the vessel wall by means of a stent failed and the piece of wire moved further distally into the coronary vessel. The device did not kink in the area of separation. The patient is in stable condition. Multiple attempts to retrieve detailed information about the vessel characteristics and the event were unsuccessful. A cd with procedural films was received and sent to interventional cardiologist for independent review. Additional information will be reported as the independent review of procedural images becomes available. Two non sterile guidewires sgw atw .014 str floppy 195cm were received coiled inside of a plastic bag, the customer complaint indicates that only one device was involved in the event, however two units of guide wire were returned. In addition, two coil dispenser tube in sterile pack were received inside the same plastic bag. In one of the received units of guide wire no anomalies were presented. The other was damaged; the distal tip was found with a kink at 1.5 cm from distal end, and it was fractured/ separated at its distal end. Foreign matter was noted on the coil wire. A bent condition was noted on core wire at 42 cm from proximal end. The damaged device was inspected under a microscope on its distal section, fracture/ separation and the kinked condition were confirmed. Also foreign matter was observed on the coil wire. The cause of these damages could not be determinate at naked eye, so it was sent to sem analysis. The separated portion of distal tip was not returned for analysis. Sem analysis was performed for the sgw atw guide wire device to determine the cause of the fracture on distal tip and the results showed that the core wire presented evidence of ductile dimples and bending characteristics. Reverse bending and/or pulling could be related to these surface characteristics. The coil wire fracture surface presents "neck down," it appears that the separation occurred while the coil was being stretched/ pulled due to the "neck down" condition; however the exact cause of the separation could not be conclusively determined. Cutting as the root cause was discarded since the fracture site did not present any characteristics typical of this failure mode. The x-ray spectrum of the foreign matter yielded elemental carbon, oxygen, potassium, calcium, sulfur, chlorine and sodium. It is possible that some of the elements found (sodium, chlorine) could have come from saline solution. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10016129. The history records indicate this product was final inspection tested at lake region medical limited and was determined to be acceptable. The reported failure by the customer as (distal tip fractured-separated) was confirmed owing to received condition of the device. The exact cause of the reported issue by customer as well as the findings at damaged received unit (bent condition on core wire, kinked condition on distal tip and foreign matter on coil wire) could not be conclusively determined. The device did not present any obvious indications of manufacturing defect or anomaly that could be contributed to the events as reported. The records indicated that the product met specification prior to shipment. Based on the information available for review, there are possible procedural factors (appears that the separation occurred while the coil was being stretched/ pulled due to the "neck down" condition) that may have contributed to the event. Neither the product analysis nor the sem analysis suggests that the failure could be related to the guidewire manufacturing process; therefore no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. Per lake region the device history records relative to the manufacturing, inspecting and packaging of lot 10016129, the history records indicate this product was final inspection tested at lake region medical limited and was determined to be acceptable.